Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack faults / charger fault flags) has been confirmed. The cause for the battery faults and charger faults is a broken white wire that runs from the pca board to the battery cells. The root cause for the broken white wire cannot be positively identified but is likely the result of physical impact. In addition, the connector was not glued into the keyway of the casing. The root cause for the cracked adhesive cannot be positively identified but is likely a result of physical impact. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) old male patient's doctor contacted zoll customer support for an unrelated issue. When prompted to download, customer support reported multiple battery pack faults and charger faults. The patient was issued replacement battery packs and a replacement charger.